Event description:
It was reported that plane visualization tool for needs to be replaced because they are all snug or get stuck when affixing them to the handpiece with the drill inserted. Drills need to be removed in order to properly attach. No patient involved.

Manufacturer narrative:
H10: the device was being used during treatment and was not returned for evaluation. The serial number for the device was not provided. However, all lots of (B)(4) distributed to the field from when the part number was first inspected ((B)(6) 2016) to the complaint occurrence date ((B)(6) 2019) were reviewed finding lots that had fit issues between the handpiece and the visualization tool. The affected lots were subsequently quarantined. It is likely that a few of the affected lots were released for distribution prior to the issue being detected in the field. However, without the lot information, it cannot be determined if the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found reports of the issue. This issue will continue to be monitored. A relationship between the device and the reported event could not be established. A factor that could have contributed to the reported event was if the device had an incorrect notch curvatures that prevented the plate probe from fully locking in and it was not machined with sufficient space to allow proper locking with the handpiece. However, without the returned device, this issue could not be confirmed. Therefore, the root cause of the reported event could not be determined.